Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The lesion was located in the left anterior descending (lad) artery. The nature of the lesion is unk. Upon attempting to advance the flextome monorail cutting balloon to the target lesion, the catheter shaft fractured in half. The physician was able to remove both parts of the fractured catheter without incident. It was that there were no issues with the catheter during preparation and excessive force was not applied while advancing the catheter. The procedure was completed with another flextome monorail cutting balloon. No further pt injuries or complications were reported. The pt's status was reported as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Review of batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.